Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 1/aug/2024.

Event description:
Patient reported "I've already had surgery and developed complications twice". Patient later reported "[physician] cleaned up the capsule and reused the same implant". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device handling problem.

Event description:
Patient reported, "I've already had surgery and developed complications twice". Patient later reported, "[physician] cleaned up the capsule and reused the same implant". This record is for the right side. Device was explanted.